Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device will not cut was confirmed. An assessment was performed on the device and it was found that the burr lock assembly was damaged not allowing the device to cut properly. It was also noted it had high temperature as it exceeded the maximum allowable temperature of 118°f (actual temperature reported was 119.0°f). The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; ((B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported that during a craniotomy surgical procedure it was observed that the burr device was not cutting when being used with the motor device and the craniotome device. It was reported that there was a 20-30 minute delay in the procedure. A spare competitor's device was used to successfully complete the procedure. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.